Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the piston was not moving during prime. Customer's blood glucose was 332 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. The motor functions properly during testing. No drive/motor anomaly or motor noise anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked battery tube threads and cracked reservoir tube lip.